Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the battery status of the implantable cardiac monitor says "weak" on remote transmission and a syncopal episode is not visible. It was found that the device had triggered early elective replacement indicator (eri) based on the remaining battery capacity. The eri status was successfully removed during an in-office programmer interrogation. The system now appears to be functioning normally. The weak battery and symptom notifications in the transmission tab do not appear to be actual. The device remains in use. No patient complications have been reported as a result of this event.